Manufacturer narrative:
One safire blu duo ablation catheter was returned for evaluation. No visible anomalies were noted. The device passed all functional testing and met all specifications. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the steam pop remains unknown. The IFU warns that vascular perforation or dissection is an inherent risk of any electrode placement.

Event description:
During an atrial fibrillation ablation procedure performed with a safire blu duo ablation catheter a steam pop occurred which resulted in cardiac tamponade. The physician was ablating with the safire blu catheter between the left atrial appendage (laa) and the left pulmonary veins (lpv) when he heard a pop and noticed a drop in temperature and a rise in impedance. The patient became hypotensive several minutes after the steam pop was heard. A cardiac tamponade was confirmed via intracardiac echocardiogram and transthoracic echocardiogram. A pericardiocentesis was performed to stabilize the patient, the procedure was aborted, and the patient was taken to recovery. The patient was stable in the ICU at the time of this report.